Event description:
It was reported by the aci distributor that a patient underwent an interventional coronary procedure on (B)(6) 2012. Following the procedure, the physician who is in training, selected the mynx vascular closure device 6f/7f to close the access site. It was reported that the balloon "would not deflate and could not be withdrawn". No further information is available.

Manufacturer narrative:
Based on the information provided and the condition of the returned device, the reported failure to deflate could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.